Manufacturer narrative:
Flexvision pc replaced; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that flexvision pc failed to boot, causing system downtime on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.